Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 7 years and 6 months due to severe aortic stenosis, secondary to calcification. According to the op report, this patient has a known history of rheumatic heart disease with previous aortic and mitral valve replacement. The patient had now developed recurrent stenosis of her aortic valve. During explant, the prosthesis was noted to be heavily calcified. It was noted that her mitral valve was also calcified. The aortic valve was replaced with another edwards bioprosthetic valve. After the weaning the patient off cardiopulmonary bypass, the patient developed severe coagulopathy and bleeding that required almost 2-1/2 to 3 hours to perform the hemostasis. Eventually, the bleeding was stopped with 2 doses of activated factor vii. The patient was hemodynamically stable at the end of the procedure. Of note, the healthcare provider also indicated that this event was due to patient related factors and not a malfunction of the edwards valve.

Manufacturer narrative:
Device discarded. Additional manufacturer narrative: unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the calcification noted on the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the op report also documents a history of aortic stenosis and renal failure. The healthcare provider has also indicated that this event was due to patient related factors and not a malfunction of the edwards valve. No further actions are possible with the available information.